Event description:
The patient, a 55 year old female, 113 lbs., had been implanted with a depuy ace captured hip screw on 06/04/1996. Surgeon reported the fracture had healed. Pt began complaining of pain on right side of lumbar area through hip, down right side to toes. X-rays showed fractured femur and implant. Pt did not fall. Chs broke at distal end of slot.